Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration date can not be determined. The suspect device has been disposed, therefore, a device evaluation will not be performed. The manufacturer was unsuccessful in the attempts to obtain information regarding what "fractured". Review of the procedure notes revealed no intervention or patient harm, only a device exchange. The cause of the reported event is undetermined.

Event description:
An intravascular ultrasound (ivus) catheter was being used in a patient who was enrolled in a clinical study, for treatment of patients with de novo coronary artery lesions in small vessels using a stent. The patient had one stent placed in obtuse marginal lesion. Additionally, the patient required four additional stents to be placed in the obtuse marginal and proximally to the left circumflex to treat a dissection (appears to be caused by a non-bsc device). Post-stenting the ivus catheter was placed in the circumflex and then withdrawn due to being "fractured". Another ivus catheter was inserted and demonstrated good apposition of the stents and no residual dissection. The case proceeded without incident. The patient was discharged two days post procedure in "good" condition.